Event description:
Healthcare provider reported via device tracking a right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification to g3: initial mw was submitted with date 23-mar-2022 the actual aware date is 07dec2021. Device evaluation visual analysis of the returned device identified: underweight, opening. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress mark. Based on the device analysis the final assessment is: - a sharp edge opening with non-penetrating nicks assessed as surgical impact. -non-penetrating nicks.

Event description:
Healthcare provider reported via device tracking a right side rupture. The device has been explanted and replaced.